Manufacturer narrative:
Technical eval: the catheter showed multiple flat spots in the flexible distal region. The incident is confirmed as reported. The "crimps" noted in the incident report appear to have ben noted post use and are likely artifacts of anatomy. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
Placed a penumbra system reperfusion catheter 032 and attempted to use 032 separator. Separator would not move, removed catheter and separator and noted catheter tip was crimped. Switched to the merci retrieval device. Final result was pt was revascularized, last known status of pt was fine. This MDR is associated with MDR 3005168196-2010-00069.